Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 685 days post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The physician implanted a 3.50x16mm taxus express2 drug eluting stent in the proximal left anterior descending (lad). There were no pt complications during the procedure and the patient was prescribed clopidogrel. The pt's status was listed as "well." At 685 days later, the patient underwent a stress test and during the test developed a thrombosis in the proximal portion of the 3.50x16mm taxus stent, extending into the circumflex (cx). The physician used an export catheter to treat the thrombosis. Reopro was used during the procedure. There was abrupt vessel closure and the pt was eventually sent to surgery. There were no complications during the surgery and the pt's status post-procedure is listed as "well." The pt was not on any antiplatelet therapy at the time of the event. The physician feels that this event is not related to the taxus stent but is an exercise induced event.